Event description:
During cardiomems implant, patient started coughing prior to placing device in patient. Suction to remove fluid from patients mouth and blood was noticed. The provider decided to stop the procedure and monitor the patient overnight.

Event description:
An additional implant procedure was performed to implant the cardiomems sensor as the initial implant procedure was aborted. The second implant procedure was successful, and the second sensor was implanted.

Manufacturer narrative:
One cardiomems catheter assembly with tethered sensor and thumb drive were received for investigation. Visual inspection of the hub and the length of the catheter were found to be normal, with no kinking or use damage. The device showed no signs of use and was found to be in new condition. The returned catheter's outer diameter was found to be within specification per 90173057 rev. B with a 0.0480 in. Thickness at distal tip and 0.0480 in. At the proximal end determined by thickness gauge (asset ID 109249). The width of the sensor was found to be within specification per cs-000553 rev. U with a width of 2.05 mm, 2.05 mm, and 2.03 mm determined by a digital caliper (asset ID 198601). Based on the condition of the returned device showing no signs of use, the device was opened but was unused and the reported event was not related to the device as it was never used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.